Event description:
Received breast implants. Have had ongoing health issues since. Ongoing multiple tests, MRI (magnetic resonance imaging), CT (computed tomography), lab tests, EKG (electrocardiogram), etc. Reference report: mw5117669.